Manufacturer narrative:
Device evaluated by MFR: the fathom wire was returned for analysis; however, the complete device was not returned for evaluation. Upon receipt of the guidewire, it was noted that the distal tip was bent and stretched, and the coating was detached and peeled. The customer provided a photograph of the device, which further confirmed that the tip was stretched and kinked, with visible detachment and peeling of the coating.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. It was observed that the tip was stretched and kinked, also the core wire was observed detached.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.